Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the display failure was due to a faulty top case which houses the touch screen. The top case was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a fuzzy touch screen with a misaligned configuration. There was no patient injury reported as a result of this incident.